Event description:
It was reported that during a routine follow-up appointment they discovered that this right ventricular (rv) lead had two episodes of noise and high out of range shock impedance measurements at 140 ohms. Additional testing was performed including isometrics and x-rays, where no evidence of fracture or noise was able to be reproduced. The plan was to bring the patient in for further integrity testing in the next few weeks. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up appointment they discovered that this right ventricular (rv) lead had two episodes of noise and high out of range shock impedance measurements at 140 ohms. Additional testing was performed including isometrics and x-rays, where no evidence of fracture or noise was able to be reproduced. The plan was to bring the patient in for further integrity testing in the next few weeks. The lead remains in-service. No adverse patient effects were reported. Additional information was received that commanded synchronous shocks were performed at 1j measuring 87 ohms and again 41j measuring 94 ohms. The noise was still observed on stored egms, however the patient was not dependent and no inappropriate shocks had been delivered. The plan was to continue to monitor the patient at this time and recheck in 3 months. No additional adverse patient effects were reported.